Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5068 implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported by remote transmission the sensing integrity counter had collected several short intervals on the ventricular lead. It was further discovered this has been a chronic situation. The lead remains in use and no intervention was warranted. No patient complications were reported as a result of this event.